Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® clear pvc soft seal® cuff tracheal tube cuff inflation line detached from the side wall of the tube, which caused cuff deflation. The issue was observed while the patient was in the intensive therapy unit. No patient injury was reported.

Manufacturer narrative:
One used portex® 7.5mm clear pvc, oral/nasal, soft seal® cuff tracheal tube was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection was performed at a distance of 12" to 24" and under normal conditions of illumination. Examination found that the device inflation line was detached from the tracheal tube. The manufacturing facility performed a review of the manufacturing process. The review showed that the relevant documents were correct and adequate with respect to testing and inspection activities. Additionally, the air hose of the leak test machine was found to be good condition. The tetrahydrofuran (thf) level was found to be above the ideal level. The manufacturing facility also performed an in-process visual inspection of 32 devices that were in the assembly area: this inspection showed no discrepancies. In attempt to replicate the observed device failure, ten pieces were assembled with poor thf and the devices were then pulled to apart and examined for detachment. It was found that the 3 of the device inflation lines detached. Investigation determined that the root cause of the observed inflation line detachment was due to the manufacturing process. The most probable root causes were poor thf in the inflation line and possible operator error.

Event description:
It was further reported that the patient had a sudden collapse with "sah" which required intubation and ventilation. It was reported that the outcome of the event was patient ongoing hospital admission.